Event description:
It was reported that the patient had the inflatable penile prosthesis removed three months after the initial implant, due to infection. The cylinder crossed the corporal body of the penis perforating tissue and extruded out of the end of the penis. Additionally, device inflation was not smooth. Following the procedure the patient was stable. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed three months after the initial implant, due to infection. The cylinder crossed the corporal body of the penis perforating tissue and extruded out of the end of the penis. Additionally, device inflation was not smooth. Following the procedure the patient was stable. There were no further patient complications reported.